Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter facility name provided: unc medical center (fka university of north carolina hospitals - memorial hospital UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were multiple concerns reported related to foley catheters not fully deflating for removal, causing potential trauma to the urethra. There were also escalated concerns of the balloon popping when withdrawing or not allowing all the ns to be removed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were multiple concerns reported related to foley catheters not fully deflating for removal, causing potential trauma to the urethra. There were also escalated concerns of the balloon popping when withdrawing or not allowing all the ns to be removed.